Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Literature citation: christenbury j, hall b. Visual outcomes and patient satisfaction with a hydrophobic acrylic monofocal iol delivered using a manual system. Clin ophthalmol. 2024 nov 26;18:3485-3491. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional published original article with a purpose to evaluate visual outcomes and patient satisfaction at far and intermediate distances, up to 3 months postoperatively, in patients implanted with a hydrophobic acrylic intraocular lens (iol) using a manual delivery system. This was a prospective single arm study of visual outcomes and patient satisfaction after successful bilateral cataract surgery with the company monofocal and monofocal toric iol using the company delivery system. Endpoints included bilateral visual acuity, manifest refraction, and satisfaction assessed at 1 and 3 months post-operatively, as well as a surgeon survey of in the bag placement and satisfaction. In this study they found company monofocal and monofocal toric iol delivered with company delivery system can provide excellent distance vision and intermediate vision, good spectacle independence, high reported patient satisfaction, consistent in the bag delivery, and high surgeon satisfaction. This file was created for the surgeon indicated that the iol was not delivered smoothly, reasons given was the haptic was stuck on the optic. There are two medical device reports associated with this report. This is 1 of 3.